Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube experienced underfill and stopper creep out or loose closure during use. The following information was provided by the initial reporter: material no: 366643. Batch no: 8263915. It was reported the tubes frequently had decreased vacuum, resulting in underfilling, the caps fell off tubes after draw, and there was one incident of exposure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube experienced underfill and stopper creep out or loose closure during use. The following information was provided by the initial reporter: material no: 366643, batch no: 8263915. It was reported the tubes frequently had decreased vacuum, resulting in underfilling, the caps fell off tubes after draw, and there was one incident of exposure.